Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test and it was unable to prime during prime test due to faulty force sensor resistor. No compromised force sensor system alarm noted. The motor passed motor test. The device had cracked case at display window corners, reservoir tube lip, and minor scratched and cracked display window.

Event description:
It was reported that the insulin pump alarmed motor error and another error alarm. The blood glucose reading was 346 mg/dl. No significant events leading to the alarms were observed. Advised replacement of the insulin pump. Nothing further reported.